Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and a partial display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the screen fades out. Customer also reported that the insulin pump was exposed to moisture that could have led to keypad and partial display anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation and passed self-test and displacement test. No missing segments or display anomalies noted. The back light was working properly. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No traces of moisture at the electronic or motor assemblies were noted per visual inspection. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched display window and case.